Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between august 04, 2018 to august 05, 2018. H10: three (3) device were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and revealed spike port cap leakage from the base of the spike port of all samples.the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port. The leaks were discovered before patient use. There was no patient involvement. No additional information is available